Manufacturer narrative:
This device is not expected for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that due to twiddlers syndrome, that this right ventricular (rv) lead became twisted in the pocket. The current was temporarily turned off to replace the lead. No additional adverse patient effects were reported. This lead is not expected for return.